Event description:
Baxter clinical educator reported to baxter corporate product surveillance a one-link luer activated device in which the device would not flush. According to the report, the alleged defect occurred when a nurse was attempting to prime the extension set with an unknown saline syringe. The facility converted to one-link from lifeshield from hospira. There were no reports of patient involvement, injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one actual sample was returned for evaluation. Functional testing revealed that there was a blockage found in the 2-piece male luer at the distal end of the set. The source of the blockage could not be determined. Therefore, the reported condition was confirmed. An assignable root cause was not determined. A labeling review was performed, finding the labeling accessible and available to the user, and accurate and sufficient for the use of this product.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.